Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had high blood glucose. The customer stated they experience high blood glucose and ketones. The customer's blood glucose ranged between 380mg/dl-400mg/dl; treated with shot. The customer also experienced low blood glucose on 28mg/dl; treated with glucagon shot. The insulin pump passed the high pressure and self tests. The customer stated they had a no delivery three weeks ago. During troubleshooting insulin exited the tubing. The customer declined to troubleshoot for low blood glucose.